Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found insignificant anomaly noted. Battery not in new condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of their urge frequency symptoms. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was also unknown if their were any diagnostics/troubleshooting performed or actions/interventions taken. A surgical intervention occurred on (B)(6) 2019 where the device was explanted. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they had no further insight into the patient¿s return of urge/frequency symptoms leading to the device removal. There were no further complications reported or anticipated.